Event description:
It was reported that the number 3 key on a pump keypad is "stuck". It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The device eval confirmed the #3, #2, #4, #5, #6, #7, #8, #9, and the (.) Keys to be inoperable caused by a failed keypad. It was observed that when any remaining functional keys are selected, an automatic output of the #3 key will occur following the selected key's function (eg, when the #1 key is pressed, "13" will be displayed. When in alphabetic mode and the "abc" key is selected, "ag" will be displayed, interfering with the mdl drug search). The keypad was replaced. Baxter has initiated a CAPA to further investigate the reported event.